Manufacturer narrative:
(B)(6).

Event description:
It was reported that the asymptomatic patient was presented in clinic after receiving an alert for non-sustained lead noise. Upon review of egm records, undersensing on the discrimination channel was noted. Programming changes were recommended. The patient notifier was turned off.